Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, self test and occlusion test. Device was monitored and functioning properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and blood glucose level was over 400 mg/dl. The customer¿s blood glucose was 432 mg/dl. Customer treated high blood glucose with insulin pump. Customer also stated that the insulin pump was not working. The insulin pump will be returned for analysis.